Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huap2312 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire was kinked after 3cm of insertion with obturation. No patient injury reported

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 6.6fr s/l broviac catheter. The sample appeared free of usage residues. The clamp was not returned for evaluation. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be fully occluded. Insertion of a probe wire isolated the occlusion to the region of catheter containing the i.d. Markings, approximately 3cm from the luer hub orifice. Tactile inspection of the sample revealed a bulge in the tubing in the vicinity of the occlusion. Following longitudinal bisection of the catheter in the vicinity of the occlusion, inspection of the inner lumen of the catheter revealed folded silicone catheter material to be fully occluding the lumen. The occluding material was continuous with the catheter tubing. The inner lumen of the catheter folded/bunched at the tip of the luer hub keyway during device manufacture.